Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a cpc visit they were rounding on the units when a drip chamber was noted to be very full on a primary set. A secondary was connected, however, the primary fluid was running on the device. The secondary bag had a small amount of fluid and as the secondary was raised the fluid in the drip chamber of the primary increased. A ns mini-bag was swapped out, some fluid was purged from the drip chamber to decrease the fluid level and back flow from the secondary to the primary container was observed. The secondary of ceftriaxone was assumed to have went into the primary bag, so that medication had to be re-ordered by the nurse and a delay of the intended dose was the result. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the secondary back flowed into the primary was confirmed. The primary and secondary set were visually inspected and no anomalies were noted. The check valve was visually inspected under magnification and noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed back flow indicating a faulty check valve. Disassembly of the check valve part revealed solvent inside the check valve as well as a 0.05220¿ long pvc particle located between the housing seal area and the affixed silicone diaphragm disk. The root cause of the back flow is a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag (B)(4), lot number w7h21m1, exp feb 19 lactated ringer's. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that they do not know how long or how many of the patient's medications backed up and did not receive, however, there was no report of lasting patient harm.